Manufacturer narrative:
This report is filed, april 28, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain and redness at the implant site. In (B)(6) 2016 (exact date not reported) the patient was prescribed topical antibiotics; issues had resolved as of (B)(6) 2016. The implanted device remains.